Event description:
Pt (newborn) was placed on prophylactic azt from 5/2/97 to 5/5/97 as a result of the mother testing positive for hiv 1/2 eia at delivery. Sample from mother was repeat reactive for hiv 1/2 eia but western blot was negative. Confirmatory testing by western blot and immunoblot performed by reference lab. Pt weight unavailable. No further pt info available.

Manufacturer narrative:
Pt sample was returned and tested with the file kit lot 26754m201 since the lot number the customer used (lot 24327m301) was expired. The pt sample was tested with lot 26754m201; the customer's results were not reproduced. This is the final report.